Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right video assisted surgery, evacuation of hemothorax, decortication, chest wall reconstruction, tip portion of suture needle broke off and retained in patient. Surgeon attempted retrieval.